Manufacturer narrative:
The check of the DHR of the h-max s stem (lot #201316443) did not show any anomaly on the (B)(4) pieces placed on the market with this lot #. Even the check of the DHR of the metal head (lot #201407726) did not show any pre-existing anomaly on the (B)(4) heads manufactured with this lot #. No other complaints were received on these specific lot #. We will submit a final MDR once the investigation will be concluded.

Event description:
Lima hip prosthesis including a femoral h-max s stem and a metal head was implanted on (B)(6) 2016. The patient experienced a periprosthetic fracture on (B)(6) 2016 after a fall. The x-rays after the fall showed the luxation of the femoral head. The patient underwent revision surgery on the same day ((B)(6) 2016): the lima stem and femoral head was explanted and an exeter stem was implanted. The event occurred in (B)(6).

Manufacturer narrative:
Check of the DHR: the check of the DHR of the metal head (lot#1407726) did not show any pre-existing anomaly on the 77 heads manufactured with this lot #. Even the check of the DHR of the h-max s stem (lot #1316443) did not show any anomaly on the 20 pieces placed on the market with this lot #. No other complaints were received on these specific lot #s. Explants/xrays analysis: explants and xrays were not available for a deeper investigation. Conclusion: with the few information provided, we are not able to investigate the root cause of the event. However, considering that the involved components were up to specifications, no further complaints were received on the involved lot#s and the information provided by the complaint source, we can hypothesize that the root cause of the event is fall of the patient. Event not product related. Pms data: according to our pms data, revision rate of the family of modular femoral heads code 5010.09.xxx-5012.09.xxx due to dislocation/luxation is 0.007%. None of these case was product related. No corrective action was implemented for this specific case. Limacorporate will keep the market monitored.

Event description:
Revision surgery of lima hip prosthesis happened on (B)(6) 2016 due to luxation. Primary surgery was performed on (B)(6) 2016. According to the information provided, the patient experienced a fall which led to prosthetic hip luxation. Xrays taken after the fall, showed the luxation of the modular femoral head 5010.09.323 lot#1407726-ster.1400204 and a periprosthetic fracture. According to the information provided by the complaint source, fracture could have been due to fall or happened intraoperatively. During revision, the lima h-max s stem and femoral head were explanted and an exeter stem was implanted. Event occurred in new zealand.